Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer report numbers 3006705815-2022-01484, 3006705815-2022-01485, 3006705815-2022-01486, and 1627487-2022-01583. It was reported that the patient experienced an infection. In turn, surgical intervention was undertaken wherein the system was explanted. The infection has since resolved.

Manufacturer narrative:
A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.